Event description:
(B)(6) nurse of the hospital reported to our sales rep (B)(4) that she was observing a surgery procedure. During this she observed the femur clamp was frozen. There was no delay, a replacement was available and the surgery was successfully completed.

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.